Event description:
A physician reported that silicone oil could not been aspirated during vitrectomy surgery. The oil was manually aspirated using a syringe and the surgery was completed on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One vfc tubing set, one 10 cc (cubic centimeter) syringe, one plastic push rod, and two universal ga (gauge) cannulas were returned for evaluation. All components were unused. Upon inspection, one universal ga (gauge) cannula with a broken tip was found attached to the 10 cc syringe, which was connected to the adapter of the vfc (viscus fluid control) tubing. No silicone oil residue was observed within the syringe. Per the company high-performance viscous fluid control pack directions for use (300057923), the universal ga cannula is intended for injection purposes only and is not designed for the extraction of silicone oil. Misuse of the product may lead to device malfunction and compromised performance. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is related to customer handling during the surgical process. The vfc is not designed for extraction of silicone oil; the cannula is intended for injection purposes only and can lead to the customer's reported experience. No further investigative or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).